Event description:
A pump declared an alarm, specifically alarm 30, during the loading process. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Despite assistance from technical support in loading a new cartridge, the customer was unable to successfully resume insulin therapy as the cartridge alarm recurred. The customer did not disclose an alternate method of insulin therapy.